Event description:
It is reported that the device was implanted in 2006. In 2007, the pt arrived in the emergency room with hip pain. X-ray revealed that the pt had dislocated her hip post-hemiarthroplasty. After several attempts to reduce the hip with no success, a second set of x-rays were taken and revealed dissociation of the bipolar component. The device was revised five days later.

Manufacturer narrative:
Product and x-rays not returned for evaluation. Device history records indicate MFR to specification.